Event description:
It was reported that during the initial implant of this pacemaker there was noise, oversensing, and pacing inhibition noted when the right ventricular (rv) lead was connected to the pacemaker. A lead impedance test was done and the impedance was out-of-range at greater than 3,000 ohms. Troubleshooting determined that the issue was due to the rv port in the pacemaker. The pacemaker was removed and replaced; it was never in service. No adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory high powered visual inspection of the header and lead barrels noted the rv contact spring was missing from the rv lead barrel. All seal plugs were intact. Analysis confirmed the field allegation and noted since the pacemaker passed all testing prior to being sent out to the field, the missing rv contact spring was believed to have occurred at implant.